Manufacturer narrative:
(B)(4). Infrared spectroscopy analysis of the particulate matter suggested this was polyethylene material. This is consistent with the bags used during the manufacturing process, however, the source of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer noted a plastic-like particulate inside of an infusor elastomeric device. This solution was reportedly filtered prior to filling. The exact location of this particulate is unknown. There was no patient involvement in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the received unit identified a tiny piece of clear plastic material (polyethylene) approximately 0.50 square mm in size floating freely in the fluid of the bladder. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.